Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "during contrast administration contrast media leaked from proximal mediport connection valve. Infusion paused, connectors tightened and infusion completed. " no other information was provided.